Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6). H3: analysis of the controller (serial# (B)(6)) found they replaced the damaged front case with the screw holes stripped causing case separation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they had been having difficulties with the controller. Pt said there were situations where the screen dims and they could tell there was stuff going on, but they couldn't see it. Agent asked if the screen would come back on when interacted with, patient said they would worry about it now coming back up, and patient wanted to know if that was normal. Patient service specialist reviewed this is a normal function after a period of time. Patient said last week the screen froze completely and couldn't do anything with it, so they called representative, who had patient reset controller. Patient then said software problem [99]: 1 - intellis, 2 - 3.6, 3 - 243, 4 - qf_port came up, when they finished charging their implant. Agent reviewed information and said reset of controller was the typical fix when that message displays. Pt mentioned they were nervous about the operation of their controller because they will be going on a trip to greece and don't want anything bad to happen to their equipment and have them in pain during their trip. Additional information received from patient. Patient(pt) called back and repeated they had the controller freeze up completely one time and also had an issue with screen dimming. Pt reported today that last night pt went to charge the controller and could not get it to charge from the wall. Pt tried 6 outlets. The green light on the power supply was on. Pt would plug the controller and had nothing. Pt saw the batteries screen but it was not recharging. Pt reset. Pt was getting really frustrated. Controller was at 80% last night. Pt tried this morning again and the controller worked but it was down to 70%. It was not charging from the wall. On the call had pt plug the controller in the wall. The screen did not power up without the battery pack. Pt confirmed the ac power supply had the green light and pt saw no damage. An email was sent to repair to replace the controller. See sn in secure note field. Pt mentioned they were scared if therapy stops working b/c they remember the name and they did not want to pain to come back.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.